Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: d8, e2, e3, g2, g3, g6, h2, h4, h6, and h10. The event of the leak took place during reprocessing. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for this device. The issue of the forceps cover glue peeling may be attributed to external force, such as excessive rubbing, applied during the daily use, including reprocessing. Considered the date of manufacture, aging of the device can be excluded as a cause of the issue. The instructions for use includes the following statements: inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Event description:
This device was sent in for repair by the customer because of a slight leak observed. There is no reported harm to any patient. During repair inspection, it was noted that the forceps cover glue was peeling. This medwatch is being submitted for the issue of the forceps cover glue peeling.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is (B)(6), 2021. The device is returned and an evaluation completed for it. The manufacture date is not yet available. During inspection and testing, it was noted that the forceps cover glue was peeling. In addition, a crack and dent was observed on the distal end rubber insulation with leak. The user¿s complaint of a leak was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.